Event description:
The customer reported that two of our aq2010v silicone three piece lenses were inadvertently loaded into a competitors injection system and were damaged as the lens advanced towards the eye. Half of the lens was implanted and a piece remained in the cartridge. The lens was removed without altering the incision and a suture closed the wound. The reporter stated the event was the result of a tech error. See MFR# 2023826-2014-00648.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4): evaluation results: visual inspection of the returned product showed the lens was split and a haptic wa torn off with a piece of the optic and missing. There was a reddish residue on the surface of the lens. (B)(4).